Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that "tip" was in reference to the helix of the lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the fixation site was damage, and distortion of the distal conductor within the is-1 connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation procedure the "tip" of the lead was out. The pacing lead was not used. No patient complications have been reported as a result of this event.